Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation. The patient was unwilling to provide specific information regarding the alleged inaccurately erratic readings she obtained on the subject meter. The patient was also unwilling to advise what medications she uses to manage her diabetes or if she made any changes to her usual routine of diabetes management in response to the alleged inaccurate readings. She informed the csr that because of the alleged product issue she felt ¿weak and shaky¿ and explained that she took ¿glucose tablets and sugar¿ in response to her reported symptoms. At the time of troubleshooting, the csr noted that the patient was unwilling to complete troubleshooting and the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the subject meter.